Manufacturer narrative:
Approximate age of device - 4 years, 1 month.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned system controller was functionally tested and it was found that the white power cable was getting too hot. Further analysis was performed and the power cables were replaced. This resolved the overeating issue and was able to function as intended and support the pump for an extended period of time. The cable jacket was stripped where the burn mark was on the white power cable revealing fluid ingress. After the shielding was removed, the power cable was tested again and no longer overheated. Upon further investigation, the positive power line (green wire) was exposed from the insulation. No alarms were reproduced. The root cause for the reported event cannot be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The reported event of no external power alarms and ebb fault alarms were confirmed via the submitted log file. A review of the submitted log file ((B)(4)) showed 240 events spanning approximately 7 days ((B)(6) 2018 per time stamp). On (B)(6) 2018 at 1:34 the no external power alarm activates due to rsoc voltage being outside the expected voltage range of 14v. Both power cables dropped to 10v for a couple seconds. On (B)(6) 2018 3:51 the no external power and ebb fault alarms activated and coincided with a yellow wrench advisory while connected to the power module. Both rsoc voltages dropped to 10v again during this event. The alarms resolved themselves when the controller was switched to battery power. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file.